Manufacturer narrative:
Calibration was last performed on (B)(6) 2022. The calibration trace data showed a drop in calibration signals on 22-sep-2022. The fse indicated a bad calibration was performed prior to the event. Qc results were initially low but were within range when repeated. The customer used a centrifugation time of 10 minutes at 10000 revolutions per minute (rpm). Based on the sample tubes used, this centrifugation speed may be too low. The customer's actions of re-calibrating resolved the issue.

Manufacturer narrative:
The field service engineer (fse) found that the issue was related to a bad calibration that was accepted by the technician causing the high results. The customer re-calibrated and repeated qc with acceptable results. The fse performed precision testing with acceptable results. After re-calibrating the customer ran samples tested for troponin t stat in duplicate. After the first 10 patient samples returned with matching results, patient samples were run as normal. No other diagnostic issues were noted after re-calibration was performed. The investigation is ongoing.

Event description:
The initial reporter complained of high results for multiple patient samples tested for elecsys troponin t stat assay (troponin t stat) on a cobas 6000 e 601 module. The customer stated she had a doctor call about a result. The customer provided discrepant results for 2 patient samples. Patient 1 initial result was 28 ng/l. The repeat on a different e601 module was 14 ng/l. Patient 2 initial result was 20 ng/l. The repeat on a different e601 module was 6 ng/l. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. The e601 module serial number was (B)(4).